Event description:
It was reported that noise was seen on the atrial lead in the bipolar configuration. The noise could be reproduced with isometric exercises. Bipolar atrial impedance was 303 ohms and unipolar atrial impedance was 248 ohms. The device was programmed to the unipolar configuration and monitoring will continue.